Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was reviewed that showed calcification on the leaflets. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for post implant-calcification was confirmed based on the provided imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve -calcification and post implantation-svd-calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 2 years post implant of a sapien 3 valve in the native aortic position, the valve presented with structural valve deterioration (svd). Tav in tav or surgical procedure was planned", and "in sep-2023 (the exact date unknown), calcification was noted on the valve". The patient had chronic renal failure (ckd) and on hemodialysis. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of calcium deposits on the leaflets. In this case, available information suggests that patient factors (chronic renal disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to the received literature review. Sections b4, b5, g2, g3, g6, h2 and h6: health effect - clinical code have been updated.

Event description:
Per the article received from japan, approximately 1 year and 6 months post tavr, mean pressure gradient measured 23.3 mmhg and maximum flow velocity was 3.21m/s. While the patient was asymptomatic, a coronary artery CT was performed and calcification was observed on the valve (moderate structural valve deterioration (svd)). 5 months later, the patient visited the hospital because exertional dyspnea developed and worsened. Echocardiogram revealed that ef decreased to 44.1%, maximum flow velocity was 4.23 m/s and mean pressure gradient was 44.8 mmhg. The patient had severe svd. Shirai s., 2024. The current state of the continuously evolving transcatheter aortic valve implantation (tavi) treatment: the current state and results of tavi in dialysis patients. Heart, 56(2), pp.93-99.

Manufacturer narrative:
Update to b5 and h6 (impact code).

Event description:
The patient underwent a successful valve in valve procedure using a 26mm sapien 3 valve deployed with 2 ml less contrast solution than nominal volume. The procedure was completed without problems.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Approximately 2 years post tavr implant of a 26mm sapien 3 valve, the valve presented with structural valve deterioration (svd) and calcification was noted on the valve. The patient is being evaluated for a valve in valve procedure. Patient symptoms are unknown at this time. The exact date of on-set is unknown.